Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 20,084 joules during a prostate procedure. Neither the patient nor the end user experienced any injuries as a result of this event. It was reported that the fiber tip was cleaned during the procedure. The procedure was completed with a second fiber.